Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving bupivacaine (5.528mg/ml at 4.4224mg/day), morphine (7.371mg/ml at 5.994), and fentanyl (66.34mcg/ml at 53.072mcg/day) via intrathecal infusion pump for chronic low back pain. It was reported that the patient lost their doctor back in march 2020 and didn¿t get the pump refilled. It was stated that the pump reservoir had been empty since then. It was stated that the patient had a new managing physician and was not going to use the pump anymore and wanted to turn the pump to off state. No symptoms were reported. No further complications were reported.